Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that there was tissue or blood clotting observed on the tip of two laser fibers. It was noted that the issue occurred when utilizing two catheters simultaneously. Additionally, it was reported that it was suspected the issue was not caused by a product malfunction, however the reported issue resulted in an incomplete ablation as desired results could not be achieved. There was no reported impact on patient outcome. Additional information was received stating that it was confirmed that the patient will undergo radiotherapy. The procedure will not be delayed by the reported problem.

Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.